Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable event of no image was caused by a component failure. However, the cause of the debris inside the light guide (lg) lens and the white residue in the air/water (a/w) channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had debris inside the light guide (lg) lens, no image, and white residue in the air/water (a/w) channel. There was no patient involvement.